Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 38-year-old female patient who had essure (batch no. 624835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included blood pressure high, colitis, malaise, congestion nasal, sore throat, cough, myalgia and lymphadenopathy cervical. Concomitant products included bupropion, escitalopram, levothyroxine, omeprazole, pantoprazole, prinzide (lisinopril/hctz) and vicodin (hydrocodone w/acetaminophen). On (B)(6)2009, the patient had essure inserted. In (B)(6), the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), nausea ("nausea"), vertigo ("vertigo"), hypoaesthesia ("numbness in fingers and hands"), restless legs syndrome ("restless leg"), amnesia ("memory loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6), the patient experienced headache ("headaches"), tooth disorder ("dental issues") and migraine ("migraines"). In (B)(6), the patient experienced anxiety ("anxiety"), gastrooesophageal reflux disease ("gerd"), hiatus hernia ("hiatal hernia"), panic attack ("panic attacks") and poor quality sleep ("unable to sleep"). In (B)(6) 2016, the patient experienced urinary incontinence ("leakage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and back pain ("low back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, fatigue, tooth disorder, alopecia, anxiety, abdominal distension, abdominal pain, urinary incontinence, migraine, nausea, hypoaesthesia, restless legs syndrome, amnesia, dysmenorrhoea, weight increased, gastrooesophageal reflux disease, hiatus hernia, panic attack and poor quality sleep outcome was unknown and the headache, vertigo and back pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, hiatus hernia, hypoaesthesia, migraine, nausea, panic attack, pelvic pain, poor quality sleep, restless legs syndrome, tooth disorder, urinary incontinence, vertigo and weight increased to be related to essure. The reporter commented: she need for additional surgery insertion details: the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows , right 3 coils left: 1 coils. Pain more with right than left, diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.74 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion pregnancy test: urine: (negative) concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain, back pain, fatigue most recent follow-up information incorporated above includes: on (B)(6)2018: pfs+mr received- new event leakage, migraines, nausea, vertigo, numbness in fingers and hands, restless leg, memory loss, dysmenorrhea (cramping), weight gain, gerds, hiatal hernia, panic attacks, unable to sleep, low back pain were added. New reporter, patient information, lot number, concomitant and historical conditions, concomitant medication, lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 38-year-old female patient who had essure (batch no. 624835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included blood pressure high, colitis, malaise, congestion nasal, sore throat, cough, myalgia and lymphadenopathy cervical. Concomitant products included bupropion, escitalopram, levothyroxine, omeprazole, pantoprazole, prinzide (lisinopril/hctz) and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), nausea ("nausea"), vertigo ("vertigo"), hypoaesthesia ("numbness in fingers and hands"), restless legs syndrome ("restless leg"), amnesia ("memory loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced headache ("headaches"), tooth disorder ("dental issues") and migraine ("migraines"). In 2011, the patient experienced anxiety ("anxiety"), gastrooesophageal reflux disease ("gerd"), hiatus hernia ("hiatal hernia"), panic attack ("panic attacks") and poor quality sleep ("unable to sleep"). In (B)(6) 2016, the patient experienced urinary incontinence ("leakage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and back pain ("low back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, tooth disorder, alopecia, anxiety, abdominal distension, abdominal pain, urinary incontinence, migraine, nausea, hypoaesthesia, restless legs syndrome, amnesia, dysmenorrhoea, weight increased, gastrooesophageal reflux disease, hiatus hernia, panic attack and poor quality sleep outcome was unknown and the headache, vertigo and back pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, hiatus hernia, hypoaesthesia, migraine, nausea, panic attack, pelvic pain, poor quality sleep, restless legs syndrome, tooth disorder, urinary incontinence, vertigo and weight increased to be related to essure. The reporter commented: she need for additional surgery insertion details: the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows , right 3 coils left: 1 coils. Pain more with right than left, diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.74 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion pregnancy test: urine: (negative). Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain, back pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), tooth disorder ("dental issues"), alopecia ("hair loss"), anxiety ("anxiety"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery to remove the essure on (B)(6) 2016. At the time of the report, the pelvic pain, headache, fatigue, tooth disorder, alopecia, anxiety, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, fatigue, headache, pelvic pain and tooth disorder to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.